Event description:
Procedure type: prostatectomy. According to the reporter: the thread to the endocatch bag burst when the bag with the specimen was extracted from the patient. The ports and the camera had to be re-introduced so that the specimen bag could be removed. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).